Event description:
It was reported that the tip of the inner shaft of the screw extractor broke off. No consequences to the patient is reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed through visual inspection of returned device. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A manufacturing history review revealed that the draw rod was approximately 8 years old. Conclusion: the plausible root cause of the reported event was determined to be normal wear and tear due to the age of the instrument (8 years old).

Event description:
It was reported that the tip of the inner shaft of the screw extractor broke off. No consequences to the patient is reported.